Event description:
It was reported that this lead was explanted with a month of use due to an unknown reason. No new lead was implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).